Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: h6 (component codes). The fse that encountered the issue replaced the touchscreen assembly. The unit passed the touchscreen calibration. The fse performed a full pm, calibration, safety, and functionality checks per the service manual. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) who discovered the issue replaced the touchscreen and internal muffler. The unit passed touchscreen calibration. The unit passed all tests and calibrations to manufacturer standard and is released for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), administrator.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a touchscreen calibration failure. Also, the unit had a broken internal muffler. There was no patient involvement, and no adverse event was reported.